Event description:
The customer reported that a higher than expected bhcg result, within the normal reference range, was generated on a unicel dxl800 access immunoassay system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on an alternate instrument, a lower bhcg result was generated. Collectively the results were outside the assay's precision claims. No results were reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a serum tube. No centrifugation data was supplied. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check performed before the event passed within published specifications; however the percent coefficient of variation (%cv) was elevated. A system check performed on the day of the event also met specifications. A precision assessment also indicated a high %cv with the results from pipettor #2 recovered significantly higher than the others.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) cleaned pipettor #2 and the piston of the precision pump for pipettor #1. The fse replaced all four pipettor tips. Subsequently the fse performed a carryover test, pipettor matching testing and low volume matching test, the fse also performed a system check, a high sensitivity system check and a quality control assessment. All results met specifications. Hardware was the likely cause for this event.